Event description:
It was reported that a cgm error occurred, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. Customer communication revealed that the pump had recently come out of storage mode, and technical support instructed the customer to wait 20 minutes before initiating a sensor session. Technical support also guided the customer through a pump reset, after which the cgm error did not reappear.